Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burnt distal end and plastic distal end cover. In addition, the jet tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to a component failure. However, no cause was established for the observed foreign objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.